Event description:
It was reported on (B)(6) 2025 a 25 navitor vision valve was selected for implant using a large flexnav delivery system. The final implant depth was 5mm from the non-coronary cusp (ncc) and 7mm from the left coronary cusp (lcc). Upon deployment of the valve, the patient went into complete heart block. A permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the heart block could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 25 navitor vision valve was selected for implant using a large flexnav delivery system. The final implant depth was 5mm from the non-coronary cusp (ncc) and 7mm from the left coronary cusp (lcc). Upon deployment of the valve, the patient went into complete heart block. A permanent pacemaker was implanted. The patient status was stable.